Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80mg/dl-130mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 150mg/dl and 157mg/dl fasting. Reviewed meter memory (B)(6).